Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that they were "beyond the limits without any alarm". The device was in clinical use at the time the issue was discovered. There was no adverse event of patient harm reported.